Event description:
It was reported that balloon rupture and tip detachment occurred the target lesion was located in a dialysis access with an in-stent restenosis of previously implanted wallstent in the subclavian vein. A 16-6/5.8/75 xxl balloon catheter was advance for post-dilation. However, during inflation, the balloon ruptured and tip detached were noted. The segment of the balloon was detached inside the patient after it ruptured. The patient was then sent to surgery to removed the balloon particles that left in the body. No further patient complications were reported.